Manufacturer narrative:
Event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-21318,1627487-2020-21320. It was reported patient had ineffective stimulation and lost therapy. Troubleshooting was unable to resolve the issue. As a result, patient underwent surgical intervention wherein the system was explanted.